Event description:
This report address the issue of use error- reuse of supplies. The customer contacted baxter's technical service center regarding alarms system error (se) 0002 and check supply line on the homechoice (hc) machine during use. The home patient (hp) had repeated se 0002 in dwell 4 of 6 and was starting over with the same supplies. The technical service representative (tsr) told caller to discard supplies and start over with new supplies. The caller will drain and end therapy at the start of cycle 3. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed because a reuse of supplies is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted